Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients left lead migrated and left anchor was fractured after taking multiple falls. Surgical intervention was undertaken on 29 october 2024 wherein the entire system was explanted to address the issue.